Event description:
It was reported that the hard paddles from the customer's device are unable to deliver defibrillation energy. The customer did advise that other hard paddles were tested with the device, and function normally. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the hard paddles assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.